Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side implant exchange with no complaint against the device and ¿melanoma", and capsular contracture baker grade unknown. Device has been explanted

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold, wear abrasion. A microscopic analysis was performed which identify crease sharp, stress mark. Based on the device analysis the final assessment is: a crease sharp in the posterior side assessed as fold flaw opening.

Event description:
Healthcare professional additionally reported "no holes observed but significant silicone leakage in capsule/pocket."